Event description:
An artelon cmc spacer was explanted since the patient described a hardened area over the cmc joint with swelling and a "mass" without pain. (B)(4). (B)(4).

Manufacturer narrative:
The explant is received and is currently being prepared for histological examination. Visual inspection showed no signs of ingrowth in the wings and the vertical portion of the spacer was severely damaged.